Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high pacing lead impedance measurement greater than 2,000 ohms and oversensed noise that resulted in pacing inhibition. No asystole was observed. Additional information was received and indicated that lead fracture was suspected. This lead was surgically abandoned and replaced. The device remains in service. No additional adverse patient effects were reported.